Manufacturer narrative:
Analysis of the recharger (B)(4) found a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4); product ID: 37761, serial/lot #: (B)(4); product ID: 97740, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the recharger was not working as of about 10 days prior to the report. Patient reported they have parkinsons and their hands are shaking. It was reported that the device was not working and they were in pain. The pain began about 10 days prior to the report. They were unable to charge or adjust their ins. No further complications reported/anticipated.